Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
(B)(4). Examination of the returned device revealed the surface of the fracture is rough, jagged and uneven, indicative of multiple fracture initiations and fracture propagation. The root cause of the fracture is most likely torsional overload.

Manufacturer narrative:
This user facility is outside of the united states. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: date of event - unknown. Device info - lot unknown. Manufacture date ¿ unknown. Device availability - the device is reportedly available for evaluation; however, it has not been received by biomet to date. In the event that the device is received and evaluated, a follow-up report will be send to the FDA to provide results.

Event description:
It was reported the patient underwent a total hip arthroplasty on an unknown date. During the procedure while impacting the acetabular cup, the impactor tip fractured within the acetabular cup. The fractured piece of the instrument was removed. Another impactor was used to complete the procedure. There was no patient injury and a delay in procedure less than fifteen (15) minutes.